Event description:
According to the initial reporter: an (B)(6) female patient underwent a filter placement procedure in which the gunther tulip navalign femoral vena cava filter set, g52917, was to be used. The physician did a thrombectomy. When deployed the filter it did not open fully and migrated to the heart. The filter was able to be snared and removed from the patient. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.